Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced an adverse event. The date of event is an approximate. Patient reported that the patient's son found patient unconscious in bed. Patient's son called 911. Paramedics took patient to an emergency room (ER). Patient reported that she woke up in the ER from a severe hypoglycemic event. Patient was given food to eat and was released from the ER. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A root cause could not be determined.